Manufacturer narrative:
The investigation determined this event was also reported in medwatch #3006433555-2016-00172.

Event description:
It was reported the head and foot sections of the bed were moving on their own. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported the head and foot sections of the bed were moving on their own. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.